Manufacturer narrative:
The customer returned the suspected product. The returned contour next one meter and contour next meter were tested with the returned contour next test strips from lot # 8lped07a, which gave satisfactory performance. The returned contour next one meter was also tested with the in-house test strips from lot # 8lped07a, which also gave satisfactory performance. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided.

Event description:
The customer from germany reported that within 2 minutes, he obtained blood glucose readings of 61 mg/dl on a contour next one meter and 160 mg/dl on a contour next meter. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.